Event description:
The programmer and the radio frequency head were returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no indication of any patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer and the radio frequency head were returned and analysis found that the programmer booted up to an error message and that it needed a handle update. Analysis also found that the radio frequency head failed four uplink amplitude tests and that the rubber portion of the label on the head was gone.